Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05469. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior colporrhaphy with enterocele repair and cystoscopy; due to stress urinary incontinence, 4th degree cystocele, rectocele, enterocele, 2nd degree uterine prolapse, and absence of pubocervical and rectovaginal fascia. The patient experienced six months after surgery pain (vaginal, pelvic, rectal, lower back, and abdominal), urinary/bowel problems, dyspareunia, difficulty standing, sitting or walking for long periods of time, and depression. (B)(4).